Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient was seen for a follow-up visit and in situ measurements showed several channels with high impedance. Previous in situ measurements showed normal results. Further tests have been scheduled.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient was seen for a follow-up visit and in-situ measurements showed multiple channels with high impedance. Previous in-situ measurements showed normal results. The parent reported that no significant incident of accident or trauma was noted by family or day-care providers. The contralateral device also stopped working around the same time. The patient was bilaterally re-implanted.